Event description:
A report has been received from a hemodialysis user facility reporting a dialyzer reaction. Reportedly, the patient was undergoing treatment when he began to feel ill. This occurred at 10 minutes into this treatment. The blood pressure was reportedly 83/45. The facility decreased the amount of fluid being removed from this patient and saline was given. The blood pressure was now improved and vital signs were to be taken every 15 minutes. Then at about 1 hour into this treatment, the patient then began to shake uncontrollably and had strong gastrointestinal cramping, nausea and vomiting. No fever was noted at that time. The treatment was discontinued and the patient advised to go to the ER. At the ER, it was found that this patient had both low potassium and magnesium, both of which were replaced. The patient was given d-50 water to treat the hypoglycemia. The patient was given antibiotics and admitted. The md assessment included the following: sepsis most likely line related sepsis because of recent placement of tunneled dialysis catheter to initiate hemodialysis with bandemia. Acute hypoglycemia. Hypokalemia and hypomagnesemia. As a result of this event, this facility will not use this dialyzer as they feel the event was caused from this dialyzer. They have since changed the dialyzer prescription to a different brand with the patient now reportedly able to tolerate dialysis with no further ill effect. There is no sample to evaluate. Additionally, after speaking with the initial reporter of this event, it has been learned that this is a new patient to dialysis. The facility was attempting to remove fluid off this patient in order to meet the prescribed estimated dry weight. It was reported that the facility was continue to lower weight by 0.5 kg until symptomatic.

Manufacturer narrative:
Device history record review: the lot history did not indicate anything relative to the complaint. Sample analysis: no sample was available for an evaluation. However, companion samples tested include the following: performance testing, extracts, pyrogen testing and biocompatibility. These four test schemes were selected from the iso 10993 suggested list as representative of the most sensitive biocompatibility tests and those that represent the quickest reactions. The absence of any adverse data from these and all laboratory testing support our contention that no biocompatibility issues exits with the e-beam sterilized dialyzer. Conclusion: the reported complaint is not confirmed. Fmc na will continue to monitor and trend.